Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of a wide intrinsic morphology. The patient was reading a book to students at the time of the shock. During a system check, the clinic found the shock impedance was 125 ohms. The sensing vector for the shock was set to the secondary vector. Technical services advised some testing options. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.